Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel of iliac. A 7.0 x 40, 75cm mustang was selected for use in an endovascular treatment. During the first inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597.